Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the washer on the spine clamp was partially removed. The resulting damaged resulted in the clamp being unable to loosen and only tighten. There was no patient present when this issue was identified. No additional information was provided.